Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, crossing difficulties and stent damaged occurred. The physician could not cross the lesion with a 2.50x16mm taxus liberte stent. After the device was removed from inside the patient, the physician noticed the proximal portion of the stent strut had lifted. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient condition listed as "good".